Event description:
The customer complained of ongoing issues with their ises on their cobas 6000 c (501) module. The customer was getting ise alarms along with having to calibrate the system multiple times to obtain successful calibrations. The customer provided the ise indirect na for gen.2 result for 1 patient that was a reportable malfunction. The initial sodium result was 128 mmol/l with a repeat result of 140 mmol/l. Based on historical sodium results for the patient, the sodium result of 140 mmol/l was deemed to be correct. No erroneous results were reported outside of the laboratory. There was no adverse event. The sodium electrode lot information was requested but was not provided. The patient sample was processed by a modular pre-analytical system. The field engineering specialist determined the root cause was a damaged ise sipper probe. He replaced the damaged ise sipper probe. Following replacement of the sipper probe, the customer has had no further issues.